Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was 217mg/dl. The customer had changed their pump supplies prior to contacting tandem technical support therefore no troubleshooting was performed.

Manufacturer narrative:
On (B)(6) 2018: during troubleshooting, a new cartridge was loaded and the pump performed as intended.